Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving 500 mcg/ml of unknown baclofen at a dose of 171.7 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that a motor stall on (B)(6) 2018 was seen at initial interrogation, the patient had recently had an MRI. The MRI was not done due to a suspected problem with the manufacturer's device or therapy. Per the logs, a motor stall recovery had not occurred. It had not been less than two hours since the patient exited the MRI field. No symptoms were reported and no further complications were expected or anticipated. On (B)(6) 2018 crts 3729561.1 (rep): additional information was received from a manufacturer's representative (rep). The rep went to interrogation the pump on (B)(6) 2018 to confirm everything was okay and did see that the pump recovered on (B)(6) 2018 after the healthcare professional (hcp) had interrogated.